Event description:
It was reported that the brakes were not functioning properly. No injuries reported.

Manufacturer narrative:
Device could not be evaluated, because bed was not taken out of service by user facility maintenance. When stryker field tech arrived at user facility bed was unable to be located. If more info is received, in reference to this alleged product problem in the future, a follow up will be filed.